Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a rotator cuff repair procedure, when the healicoil knotless inserter was removed, after the implantation of proximal anchor was completed, the anchor came off the bone hole. The bone hole was made with a 4.75mm dilator, and the insertion site was cleared of all debris prior to insertion of the anchor. The procedure was completed with 10 minutes delay using a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). The reported device was received for evaluation. A visual evaluation showed the device was not returned in any original packaging. The distal plug has been deployed into the distal anchor and both were returned off the insertion device with no visible defect. The proximal anchor was returned off the insertion device with no visible defect. Bio debris is present. A functional evaluation was performed on the returned device and found the black (1) most proximal knob will rotate and move the distal anchor/plug rod as intended. The orange (2) larger knob will rotate and move the outer barrel/forks as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the failure include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.